Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right breast implant mentor memorygel 350cc gel filled breast implant, serial number (B)(4), catalog number 3507350bc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent breast augmentation revision with a mentor memorygel 375cc gel filled breast implant that both left and right side ruptured after implantation. As a result, the patient underwent bilateral removal and replacement with gel implants: left catalog number: 3503751bc serial number:(B)(4) and, right catalog number:3503501bc , serial number:(B)(4) on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. Product evaluation team¿s visual examination of the device revealed creases on the anterior view extending to the posterior. An area of missing material measuring 2.7 x 1.8 cm was discovered at the end of the creases on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the missing material and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since an area of missing material was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the missing material and creases occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/10/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).